Manufacturer narrative:
Unit powered up properly using power supply. However, after installing battery in simulator, the unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unit received with broken off battery tube threads, cracked case, cracked case, cracked retainer and scratched case. Unable to confirm blank display due to battery cap not able to lock in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 483 mg/dl at the time of the incident. Customer stated that they had a cataract an unable to see easily screen notes on her pump. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.